Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in set), which occurred on the homechoice during dwell 3 of 4. The home patient (hp) disconnected and discarded the supplies. The baxter technical service representative (tsr) explained the possible causes of the alarm and instructed the hp to notify the nurse about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). (B)(6). The event details are provided below: robotic needle holder tip broke off inside the body cavity when surgeon was suturing. Broken piece retrieved from body cavity with a new needle driver replacement. Broken needle driver given to resource nurse, (B)(6).

Event description:
It was reported that during a da vinci s abdominal cyst excision procedure, the tip of the 5mm needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the jaw grip broken. The cable is not broken or frayed. Removal of the housing revealed that the clamping pulley has slight traces of chemical residue. No other damage was found.